Event description:
It was reported during an implant procedure on (B)(6) 2022, the header of the implantable cardioverter-defibrillator would not accept the lead. It was suspected that there were no grooves on the set screw of the header. The device was exchanged and the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) when received. Analysis revealed the atrial set screw was slightly stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.